Event description:
It was reported by the customer that approximately a year ago, during a procedure, the bur guard overheated and caused a pt burn. The pt was burned, but there was no further treatment provided to the pt. No other details were provided.

Manufacturer narrative:
As of 08/13/2009, the bur guard has not been returned for eval. No conclusion can be drawn.